Event description:
The lay user/patient contacted lifescan alleging the meter has a contrast issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) ar returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.